Manufacturer narrative:
The lot number has been provided, the device was received and the device history records are being reviewed. It was reported by the facility that the date of filter implant was approximately (B)(6) 2014. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment, the patient presented in the emergency department with complaint a sudden onset of chest pain. Reportedly, the patient experienced a seizure and was hypotensive. The patient was stabilized in the emergency department. A CT scan performed demonstrated a foreign metallic object in the heart. A pericardiocentesis performed removed 780ml of blood around the heart. The following day the vena cava filter was removed successfully without incident. The vena cava filter was reported to have one detached filter arm that was not retrieved. It is unknown at this time if the foreign body in the heart is the detached filter arm. The patient is scheduled to have surgery for the removal of the foreign body. The patient is reported to be in stable condition at this time. New information: received confirmation from facility that a surgical pericardial window cut down was performed on (B)(6) 2015 to remove the foreign body from the patient's heart. Patient was reported to be in stable condition.

Manufacturer narrative:
Medical records were received and reviewed. Medical images were received and reviewed. The investigation of the reported event is currently underway. Medical record review: a CT scan of the chest performed to rule out pe. CT scan did not demonstrate any pulmonary embolus. No evidence of an aneurysm or dissection the aorta. The pulmonary veins are patent. No pleural effusion, pleural mass or pneumothorax was noted. Moderate amount of pericardial fluid is present in the mediastinum and hilum. The heart size is normal. A vena cava filter is identified at the level of the renal veins, superior aspect is almost intrahepatic. A linear metallic form body was identified in the right ventricle extending through the wall into the pericardial space and outside of the pericardium. Image review: based on the images provided, a denali femoral filter was deployed in the ivc at the level of l2. The filter was deployed in the ivc just inferior to an abrupt deviation of the ivc, parallel to the anatomy of the ivc. A CT scan demonstrates a linear metallic foreign body with a split metallic end in the form of a ¿y¿ in the right ventricle. A filter retrieval procedure was performed two days post CT scan. Guided fluoroscopy demonstrated a detached filter arm located next to the vena cava filter, the filter was identified with five arms and six legs attached. The linear metallic foreign body identified in the right ventricle the heart, cannot be confirmed for a detached filter arm. A snare device successfully captured and removed the vena cava filter. Post filter retrieval images identify a detached filter arm at the location of the filter deployment; however, the removal of the detached filter arm cannot be confirmed because no other images were provided. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: tissue/clot was noted to be covering the retrieval hook and within the apex. Six legs and five arms were present and attached. The detached arm was returned. The arm detached approximately 0.5mm from the apex. The break appeared to be uneven. Dimensional evaluation: all measurements met the required specifications. Photo review: three electronic photos were reviewed. The photo named "(B)(6)" shows a thin metallic wire consistent with a filter limb in a specimen cup. The photo named "(B)(6)" shows a top view of what appears to be a denali filter. There appears to be some tissue/clot on the retrieval hook and near the apex. An arm is missing at the 9 o'clock position. The detached arm can not be seen in this photo. The photo named "(B)(6)" shows the side view of a denali filter. Tissue/clot is covering the retrieval hook and located within the apex of the filter. Eleven limbs are present and intact. One limb is missing from the filter. From this photo, it is unknown whether the missing limb is an arm or a leg. Based on the photos provided, a detached arm can be confirmed. Conclusion: the investigation is confirmed for a detached filter arm. As a video of the retrieval procedure was not provided, removal difficulties cannot be confirmed. Per the reported event, a metallic object was identified within the patient's heart. The filter was reportedly retrieved the next day and a detached limb was identified. Based on the images provided, the detached limb can be seen within the ivc after the filter was retrieved. Therefore, the object in the patient's heart was likely not from the denali filter. The definitive root cause for the detached arm is unknown. The user likely had difficulties snaring the filter because tissue was covering the retrieval hook. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
New information: received confirmation from facility that a surgical pericardial window cut down was performed on (B)(6) 2015 to remove the foreign body from the patient's heart. Patient was reported to be in stable condition.